Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to early sensor shutoff, patient was unable to locate the sensor. Patient suspects that sensor may still be inserted in her skin but is not sure. Patient reports no further complications and does not require medical intervention. At the time of her call to dexcom technical support, patient was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.